Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the mildly calcified lesion in the heavily tortuous left anterior descending (lad) coronary artery. The lesion was pre-dilated and the 2.5x15 mm xience prime stent was implanted. A distal edge dissection was noted and another xience prime stent was used to cover the dissection. There were no adverse patient sequela. No additional information was provided.